Manufacturer narrative:
(B)(4). D9: device availability ¿ additional . G3: date received by manufacturer - additional . H2: additional information. H3: device evaluated by manufacturer - additional . H6: event problem and evaluation codes ¿ additional h3 other text : product was provided for evaluation but no investigated as analysis would not be able to confirm complaint or determine a probable cause.

Event description:
It was reported that a warm up restarted during a sensor session. Product was provided for evaluation but no investigated as analysis would not be able to confirm complaint or determine a probable cause. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
It was reported that a warm up restarted during a sensor session. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).